Event description:
A medtronic rep reported that during a cranial2.2, they were doing intra-operative scanning and immediately before they would go from the plan to the register tab they were receiving error messages to "delete exams to make more room". This was while the loading data status bar was present. The surgeon chose to discontinue the use of navigation and re-scheduled the procedure. There was no impact on the pt.

Manufacturer narrative:
Pt weight not available from site. Further investigation finds that navigation was used for the majority of the case. It was an intra-operative MRI case and the navigation was stopped after the third MRI, approx 12 hours into the surgery. Because navigation was discontinued, the surgery was stopped. The software has not been evaluated as of the date of this report.

Manufacturer narrative:
The .xsession-errors file for (B)(6) (date of the event) showed a possible memory allocation error. More information about the exact error message seen on the screen is needed to confirm whether or not this case is related to either of two test track entries for memory related errors; "system resource limitations", and "memory not cleared when selecting multiple patient's", respectively.